Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 4193 lead, implanted: (B)(6) 2005, product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical devices: 4193 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the device had a twos detection issue. The device was reprogrammed and remains in use. The lead remains in use. No further patient complications have been reported as a result of this event.